Event description:
The customer contacted physio-control to report that their device powered off by itself during a patient event. No further details about the patient event was provided by the customer. The customer did not provide further information on the outcome of the patient or whether or not the patient suffered any adverse effects during the event.

Manufacturer narrative:
(B)(4). Physio-control examined the customer's device but was unable to verify or duplicate any power discrepancies. The unit powered on and off as expected. Physio-control did replace the device's battery pins as a precaution. Thereafter proper device operation was observed through functional and performance testing and the device was returned to the customer for use. The cause of the reported issue could not be conclusively determined.